Event description:
It was reported that a high pitch noise was coming from the customer's pump. The customer's blood glucose level was slightly elevated.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.